Event description:
Customer called stating that the meter gave two readings of 26 mg/dl and 21 mg/dl. Customer went to the emergency room and the blood sugar was 140 mg/dl. While on the phone, review of the system was conducted. The meter working as intended. In further discussion, the pt had a difficult time getting enough blood and was wiping the finger with alcohol. Customer ran a test while on the phone with a larger sample and no alcohol. The result was 122 mg/dl. Customer understands the technique and will use a larger sample for testing and not use alcohol wipes before testing. Customer was invited to call 24/7 with future questions or concerns.